Manufacturer narrative:
The affected product is not available for investigation. Therefore, it is not possible to determine the root cause of the failure. Based on statistical evaluation, there is no indication for any device related issue.

Event description:
Doctor was plating a symphysis fracture and the screw broke when inserting it.